Event description:
The customer alleges that in 2005 "while disconnecting the syringe from the blood culture tube with angel wing, the needle inside the angel wing came out and scraped the finger of the nurse." The customer alleges "the contaminated needle broke the skin of the nurse."